Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) that ranged from 367-487 mg/dl with large ketone levels. Upon troubleshooting with tandem technical support, it was reported that only a few insulin drips were observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer reverted to an alternate pump for insulin therapy. Additionally, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.